Event description:
Information received by medtronic indicated that the retainer ring was loosed and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = missing, customer filed a complaint on (B)(6) 2021 about a cracked pump and loose retainer. The test p-cap does not lock in place and unable to perform the displacement test due to missing retainer. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, pillowing keypad overlay. Verified cracked pump. Retainer is missing.